Event description:
Reporter indicated that vns pt was experiencing apneic events during stimulation. It was reported that the pt stops breathing during device stimulation cycles and that they did not experience such episodes prior to vns implant. Treating neurologist, was unsure when the pt began experiencing the apneic episodes. Normal mode output current has been decreased from 2.5ma to 1.75ma, after which the pt reports that the problem is a little better. Investigation to date has been unable to determine the cause of the reported event.